Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he recently had a blood glucose level around 1,000 mg/dl. Blood glucose level at the time of the call was 300 mg/dl. Caller stated that his blood glucose levels remained high despite infusion set changes. The insulin pump was not replaced or returned for analysis.